Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced pain, infection and swelling at abutment site, the abutment was removed. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported). This report is submitted (B)(6) 2017.